Event description:
It was reported that the pump of this artificial urinary sphincter (aus) migrated from the right side into the middle side of the patient's scrotum, without tissue perforation, making it difficult to operate the device. A revision surgery was performed to reposition the pump to a correct location. No patient complications were reported.